Manufacturer narrative:
The suspect prod is the compact strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 420 mg/dl and 117 mg/dl, and 85 mg/dl and 148 mg/dl on the compact system (meter, strip lot 20655441 with exp date 03/31/2008). The pt's doctor discontinued her insulin based upon low blood episodes and low blood glucose results on her meter. No pt injury was reported and no treatment was rec'd. Pt did not provide the location where the discrepant results were obtained. Qc testing had not been performed on the sys. Technical support requested the return of the suspect prod and replacement was shipped.